Event description:
Pt presented with a basilar artery occlusion. Physician delivered the reperfusion catheter and began separator action with the aspiration pump in the "on" position. After a couple of minutes of not seeing any blood return to the pump cannister, aspiration was checked via the aspiration tubing and it was noted that the cannister lid was not completely sealed. Upon the next contrast injection, the basilar artery was noted as open but the clot had fractured into several distal/unreachable arterial branches. The physician reported that he assumed that the separator broke up the clot, but, because of incomplete suction through the reperfusion catheter, the restored blood flow carried emboli distally.

Manufacturer narrative:
Pump set up guide clearly warns to "snap lid to canister by pressing down firmly". IFU states "attach the penumbra aspiration tubing to the aspiration pump and turn on the aspiration pump (refer to the aspiration pump operation manual). Allow the aspiration pump to run for at least one minute prior to use, and confirm that the aspiration gauge reads 20inhg. Ensure the valve on the penumbra aspiration tubing is switched to the off position." Pump operation, maintenance and service manual states, "check the degree of vacuum by pinching off the pt tube. The amount of vacuum, in inches of mercury, will register on the vacuum gauge. To increase the vacuum, turn the regulator needle clockwise. To decrease the vacuum, turn the regulator needle anticlockwise.